Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was damaged and a wire was cut on the belt receptacle. The root cause for the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.